Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant of the right ventricular (rv) lead the patient experienced "blood pressure reductions" and "oxygen desaturation." Echocardiography was used to discern that a pericardial effusion of a "small amount" was confirmed. After the procedure, the "blood pressure reductions and the oxygen desaturation had recovered." The rv lead remains in use. No further patient complications have been reported as a result of this event.